Manufacturer narrative:
The technician isolated the issue to a stuck head up valve. He replaced the valve to repair the bed.

Event description:
Info received indicates the head section won't go up with electrical or manual controls.